Event description:
Customer reports that insulin pump turned off and cannot turn back on. Customer experienced an unexpected restart and signal too low alarm. Customer's blood glucose was 179 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit alarmed unexpected restart after battery change due to c-13 I/b leaking voltage. Unit received with operating currents within specification. No unexpected battery out limit alarms noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window.